Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. The physician did not identify any product problem or error messages during the procedure. Additionally, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 12-oct-2021, bwi received additional information regarding the event. The patient did not exhibit any neurological symptoms since the procedure was completed. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned device revealed that carto vizigo sheath was in good normal condition irrigation test was performed using a lab syringe and device was irrigating without issues. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. A device history record evaluation was performed for the finished device 00001669 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. It was determination to be an irrigation issue which may contribute to a thrombus formation. The precautions included in vizigo instructions for use (IFU) includes the usage of best practices for irrigation as a recommendation to minimize the potential of thrombus formation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath, medium. The was thrombus in the hemostatic valve. Thrombus in hemostatic valve about 30 minutes after inserted into the patient¿s body. It is unknown when the thrombus entered. The thrombus did not disappear even after flushing. The event was resolved by sheath exchange. The procedure was completed without any problems. The procedure was successfully completed without patient's consequence. Thrombus/clot is MDR-reportable.